Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# v409778 serial# implanted: (B)(6) 2010, product type lead product ID: 3037, lot# serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that the patient was in the emergency room (ER) with painful stimulation. All electrode combinations showed impedances over 4,000 ohms. The high impedances did not resolve and the cause was not determined. No fractures were noticed under x-ray. The implantable neurostimulator (ins) was turned off and no further action was taken. The patient¿s status was unknown to the reporter and she was not getting therapy because the ins was off due to the high impedances.